Event description:
It was reported that the patient felt stimulation in the abdomen and reprogramming was attempted. A revision had reportedly been planned. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient's revision has not yet been scheduled. It was noted that the patient is no longer using the device. Additional information was requested but not available as of the date of this report

Event description:
It was additionally reported the patient had a revision done on (B)(6) 2013 and had a follow up meeting scheduled for the week following report. It was later reported the patient had good coverage of his low back pain and hip pain after his revision.

Manufacturer narrative:
(B)(4).